Event description:
The customer reported that a carescape v100 that was mounted on a pole stand, fell over after one wheel reportedly fell off. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.